Manufacturer narrative:
Other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 20.0 mg/ml dilaudid at 3.167 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump was not providing adequate pain relief on (B)(6) 2015. The catheter was noted to be sluggish. During a pump check on (B)(6) 2015, the catheter was flushed and the sluggishness improved after the flush. The event was possibly related to the device or therapy and was not related to the implant procedure. The event was resolved without sequelae on (B)(6) 2015. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare professional via product surveillance registry and it was reported that the device diagnosis was catheter occlusion. After the catheter flush, it "cleared/better function."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.